Event description:
The customer reported that the insulin pump alarmed button error. The customer stated that she was hospitalized for low blood glucose of 64mg/dl. The customer stated that the insulin pump was not functioning properly due to the unresponsive buttons. The customer stated that she was running high and low blood glucose for the past few days. The customer stated that she took a manual injection to treat her high glucose of 552mg/dl, and then her glucose went down. The customer's most recent glucose reading was 125mg/dl. The customer also mentioned that the insulin pump had a crack on the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.